Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided, but the best estimate is during (B)(6) 2018. Explant date: if explanted; give date: n/a (not applicable). Lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned; it remains implanted. The customer's reported event could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 20.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. Patient is experiencing visual disturbance, diplopia, blurry vision, she sees shadows. Her doctor discussed with her the risk of having the lens removed where incision enlargement would be necessary. Currently, there is no indication of a planned or performed explant. No additional information was provided.